Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a follow-up, x-ray confirmed that the right ventricular lead was externalized. The electrical parameters were stable and in range. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A partial distal portion of the lead was returned for evaluation in one piece. Evaluation revealed multiple internal abrasions breaching the cable lumens founds between the shock coils. The inner coil lumen and the cable coating was intact in all of these locations. External abrasions were found in multiple locations. One external abrasion was distal to the suture sleeve which is consistent with friction to another device or feature of the patient anatomy. Four external abrasions were located proximal to the suture sleeve which is consistent with friction to the device can. The cable lumens were breached and the cable coating was intact at all of the external abrasion locations. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages that were noted were consistent with those occurring at the time of the explant procedure.